Event description:
Reporter indicated that system diagnostics testing at an office visit resulted in high lead impedance, indicating a possible lead malfunction. Patient scheduled for revision surgery consultation. No serious injury was reported.

Manufacturer narrative:
Patient's chest and neck x-rays were assessed. X-ray assessment yielded no visible lead breaks. Device failure suspected, but did not cause or contribute to a death or serious injury.